Manufacturer narrative:
The pump has been returned to animas for evaluation; however, product investigation has not been completed. Once evaluation has been completed, a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 08/05/2013 - device evaluation:the pump has been returned and evaluated by product analysis on 07/10/2013 with the following findings: the keypad was found to be damaged; the keypad was torn over the up arrow and down arrow buttons. During testing, the up arrow, ok and contrast keypad buttons were intermittently unresponsive; the down arrow button was unresponsive. The down arrow button contact was found to be inverted and evidence of contamination was found under all key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. Reportedly, the up and down buttons are very slow to respond. There is no evidence of product misuse, moisture, or corrosion associated with the reported issue. The pump is being returned for investigation. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.